Manufacturer narrative:
The reported problem was verified. It was determined that the flex cable was not fully seated. The flex cable was seated and all the segments were displayed. (B)(4).

Event description:
The customer reported that the display is missing segments in the pulse reading window. No patient harm reported.